Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead was explanted for an unknown product performance issue after only being implanted for a few months. Additional information was requested. The lead was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism partially retracted and slightly deformed. Visual inspection found dried blood/tissue around the neck region prohibiting helix mechanism testing. Subsequent electrical testing and x-rays did not identify any product abnormalities that may have caused or contributed to the reason that this lead was explanted.